Manufacturer narrative:
Continuation of d10: product ID: d-evprop2329us; product lot/serial number (B)(6); product type: heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient diagnosed with severe aortic valve stenosis underwent pre-dilation with a 23 millimeter (mm) balloon, followed by implantation of a evproplus-29us 29mm valve. After deployment, the valve frame was observed to be positioned too deep on the inner side of the aortic valve, resulting in moderate-to-severe paravalvular regurgitation. The patient's anatomical structure was considered to have contributed to the device positioning issue. A second 29mm valve was then implanted, positioned 3mm higher than the first. Angiographic evaluation was performed before and after the second valve implantation to assess regurgitation, and the final assessment showed that the regurgitation had resolved. No patient complications have been reported as a result of this event.